Event description:
After 1-2 days of sq heparin pt developed rash. Pt was ordered heparin 5000 units sq q8hrs. Pt received baxter heparin lot 117067. Pt had nka prior to reaction. Dose or amount: 5000 units; frequency: q8h; route: sq. Dates of use: 1 day 2008.